Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of hospitalized high blood glucose readings. The customer's blood glucose reading was 368 mg/dl. The customer's current blood glucose is 106 mg/dl. The customer had symptoms such as vomiting due to infection. The customer stated that she ran out of insulin and did not troubleshoot. The insulin pump will not be returned for analysis.